Event description:
It was reported that the patient experienced a return of symptoms. It was noted that "last wednesday", (B)(6) 2014, the patient developed agitation, increased dystonia, itching and back pain. The healthcare provider (hcp) attempted a dye study on (B)(6) 2014 and was having difficulty aspirating the catheter access port (cap), but was finally able to aspirate. The dye study looked normal, but the patient did have a seroma. It was noted that "last thursday", (B)(6) 2014, the hcp did a side port access and there was no difficulty at all. When asked if there had been any volume discrepancy, it was reported that the patient hadn't been refilled. There were no alarms per the pump logs. The device system contained lioresal. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was later reported that the patient had a cerebrospinal fluid (csf) leak at the spinal incision that could not be stopped even after revision in february. The patient and family decided against any further surgeries and decided to have the entire device system removed. Per the doctor, there were no product issues. The device system explant was performed on (B)(6) 2014. Patient status at the time of the report was alive with no injury. It was later reported the cause of the csf leak was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.